Event description:
I informed dr (B)(6), that I have a latex allergy. He told me that invisalign is the best product for me and said, it has no latex in the product. I began wearing invisalign on (B)(6)2010, and I complained to dr (B)(6) on (B)(6) 2010 that I wasn't doing well wearing them, that my saliva had dried up and the insides of my mouth were swollen. Within at 5 weeks after wearing them, a rash began to develop on my fingers. By (B)(6), I developed a sore throat, cough and chest wheezing, but I didn't feel ill enough to stop working and these symptoms never developed into a cold. I lacked energy, I became winded when I walked, my appetite declined, and when the wheezing and severe cough didn't go away by (B)(6), I went to dr (B)(6), who prescribed z-pak antibiotics and who prescribed advair (B)(4), which is an inhaler for asthmatics. I was surprised because I have never had any type of asthmatic condition. I was also surprised that he told me that my lungs were clear, because of my wheezing. On (B)(6), I removed the invisalign because, the rash on my fingers had become unbearably itchy, my chest congestion was not going away no matter how much I slept and rested and ate well, and in fact I had a pain in my right chest or lung, a burn I got from the toaster had not healed in 3 weeks, and I was feeling generally lethargic, depressed, dysfunctional and unwell and the rash had begun to develop on my eyes and neck, which is the reaction I have had to latex exposure in the past. Within one week, after removing the invisalign, my energy and my appetite returned. Within another few days, my burn began to heal properly, the pain in my chest/lung disappeared, my chest cleared, my energy returned, my depression & dysfunction lifted, and I am very clear that there must be some latex or latex-based product in the invisalign. I contacted dr (B)(6) and saw him on (B)(6) to show him my hands, my eyes and my neck. He told me invisalign confirmed that there is no latex in the invisalign appliances. However, I have no other allergies that would cause this type of allergic reaction. On (B)(6), I went on the internet to do some investigating and I found articles written by people who had my same symptoms after wearing invisalign. I found one article from (B)(6) that said, there is latex in the invisalign appliances. I found articles that the FDA is auditing invisalign. On (B)(6), it stated that a group of dentists are suing invisalign for kicking them off as distributors of the invisalign appliances because, they haven't brought in enough sales for the invisalign product. On (B)(6) 2011, I spoke with dr (B)(6) and forwarded him the articles I found on the internet. I have heard nothing back from dr (B)(6) who continues to state that there is no latex in this product. At first encounter and prior to my agreeing to undergo invisalign treatment, dr (B)(6) told me that there have been no allergic reactions to invisalign. He later qualified that initial statement by now saying that there have been very few, rare allergic reactions to invisalign appliances. At no time have I found anything in writing that states there is no latex in the invisalign appliances. Can you help me to get a copy of the msds to find out if there is anything like liquid rubber in the product that may contain latex in it, and therefore in the product. I am absolutely certain that there must be latex in this product given my symptoms. I have photos of my face and hands and the rash is still present because, the toxin is now detoxing from my body. I still have the invisalign appliances and would also like to find out if there is a laboratory that can test the appliances to find out what is in them. I hope you can help me.